Manufacturer narrative:
This report is being supplemented to provide additional information obtained (identified via b3, b5 and directly below). If additional relevant information is identified, a follow up report will be submitted. Date of event: updated.

Event description:
The procedure was completed with a similar device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had foreign material from the auxiliary jet channel. The issue was found during preparation for use in a diagnostic procedure. There was no delay to the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s reported issue was confirmed. Foreign material was found inside the jet tube. Additionally, the evaluation noted the following defects: the angulation in the up direction was out of standards due to the worn angle wire. The light guide bundle was abnormal. The bending section cover adhesive was broken. The grip was deformed. The charged coupled device lens was partially dark. The water tightness had been damaged due to the worn o-ring of the flexibility adjustment mechanism. The water supply failed due to the clogged auxiliary jet channel. A device history review revealed there are no issues that could have caused or contributed to the reported event. The customer reported the device was not used in a patient with the foreign material present. There were no abnormalities with the reprocessing accessories. Manual cleaning was performed within an hour after the procedure. The device was properly rinsed before manual disinfection. The auxiliary water channel was flushed with water using a flushing pump or manually. There was no effect from any other device involved. The root cause of the foreign material inside the jet tube could not be conclusively determined and the foreign material could not be identified. Olympus will continue to monitor the field performance of this device.